Event description:
It was reported that the customer was not able to download carelink. Customer's blood glucose level was 78 mg/dl. Customer was receiving a message that the pump was not found. Customer's alarm history was reviewed. Customer was assisted with running a self test. Customer confirmed that the health care provider used a different device. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Findings: unable to download using carelink pro due to a47 error alarm found in alarm history. A47 error alarm due to corrupted history file. Unit had minor scratched lcd window and cracked reservoir tube lip.